Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has an recurring issue of an autofill error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, h6(impact codes), h8. A getinge field service engineer(fse) found error code 37. Fse performed the all manifolds test and found that the drive manifold failed. Fse replaced drive manifold assembly (d104-00-0031) and after replacement, the drive manifold test passed. Fse connected system trainer and autofill error is no longer present. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has an recurring issue of an autofill error. There was no patient harm reported .